Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display. Problem isolated to the motherboard. Further testing could not be performed due to the frozen display.

Event description:
It was reported that the customer's insulin pump alarmed button error. It was stated that the buttons were not pressed for more than three minutes. No further information was provided.